Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured and tip was damage. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 3.00mm x 12mm was returned for analysis. A visual and tactile examination of the balloon was subjected to positive pressure and was returned in a deflated state. No issues or damages found on hypotube shaft. A detailed microscopic examination of the balloon material identified a pinhole 3mm proximal to the distal markerband. No kinks or damages found on shaft polymer extrusion. Tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Device to device interaction testing was performed by attempting to inflate the balloon and however the balloon could not maintain its rated burst pressure as a pinhole was noted 3mm proximal to the distal markerband. The encore device was verified before and after use using the druck gauge. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured and tip was damage. The procedure was completed with another of same device. There were no patient complications reported.